Event description:
Provider states the unit will power on and run for 20 minutes, red light comes on and alarms. Provider states unit is a rental with 16,710 hours, no property damage or injury alleged. No further information provided.